Manufacturer narrative:
(B)(4). D10: cat: 11-300822, lot: 66549286, arcos 22x150mm spl tpr dist, cat: 11-301343, lot: 65763357, arcos con sz c std 80mm, cat: 650-1157, lot: 3189493, delta cer fem hd 28/+3mm t1. G2: foreign ¿ australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to a periprosthetic fracture. The patient also dislocated their hip as a result of the fracture. The bearing and head dislocated. There was internal fixation of the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided. Review of the available records identified the following: there is a left hip arthroplasty with a superolateral dislocation. No fracture is identified. A definitive root cause cannot be determined. Based on the medical image report, the complaint of dislocation is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.